Event description:
It was reported that during implant of the right atrial (ra) lead, the helix markers malfunctioned and the screw deployment was unable to be visualized. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.